Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer verified drawer and found no pockets and restarted the machine, but it still did not detect the pockets. Removed the back panel and reseated the row board cable and the retractor band cables to drawer 4.1 and ran hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer were failed and not detected on bus and the customer had performed a reboot but still the issue persisted. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.